Event description:
Litigation alleges that the patient experienced pain and discomfort on account of his asr hip implant. Litigation further alleges that the patient exhibited symptoms of a loose implant. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information, side and implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleges that the patient experienced pain and discomfort on account of his asr hip implant. Litigation further alleges that the patient exhibited symptoms of a loose implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint was updated on: (B)(6) 2016. Depuy still considers this investigation closed at this time.

Event description:
Supplemental info received. A dor was provided. The taper sleeve is being added to the complaint. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 1/21/16 medical records received. Case information form and component sticker sheets reviewed for MDR reportability. Revision surgery component sticker sheet noted a blood loss of 825ml. This will be added to patient harms. The complaint was updated on: feb 12, 2016.

Manufacturer narrative:
Depuy still considers this investigation closed.